Manufacturer narrative:
Additional information: the product lot history was reviewed; this is the first complaint for the finish goods lot and first for this issue. The device history record shows that the product was released per specifications. The customer did not retain a sample for this complaint report; visual inspection or functional testing could not be conducted. Based on the customer description it is possible bubbles were observed, however, without the sample, the exact cause of the bubbles cannot be ascertained with the information available. The root cause of the customer's complaint could not be established as a sample has not been received. Without a sample, it is not possible to isolate the root cause. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that air bubbles were coming from the infusion line during the case. No patient harm was reported. Additional information has been requested for this event.